Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator generated an inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) printed circuit boards (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found severe flux contamination on the bd diagnostic light emitting diode (led) array. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component (u101) in the pcb. If information is provided in the future, a supplemental report will be issued.